Event description:
This pt was admitted for a right laparoscopic nephrectomy, however, due to the staple device not firing, both the renal vein and renal artery were transected requiring conversion to an open procedure. The plan was to take the renal vein and the inferior renal artery with 1 shot of the staple device and then use a second staple to transect the superior renal artery. There was not a significant amount of allowed passage of the staple device between the 2 renal arteries. At this point, staple load was confirmed. The device was closed completely and the surgeon thought the staples were fired, and the renal vein and artery were transected. At this point it was noted that no staples had actually fired but both the renal vein and artery had been transected. A dng grasper was used to clamp the renal artery and an attempt was made to use titanium clips to come across these branches; however this was significantly difficult given the amount of retraction of the kidney anteriorly that was required in order to visualize well the branches. At this point the decision was made to convert to an open procedure.